Event description:
Additional information was received that the patient contacted boston scientific technical services (ts) and stated that following her implant procedure, a field representative was programming her device and she received a sensation of a shock, chest pain and became dizzy. The patient noted the physician injected something into her thigh at that time. The patient is now stating that she recently had a veins ultrasound because she has problems with her veins on her legs. The patient noted she was told her vein issue was due to what happened after the implant procedure. Another field representative noted that during threshold testing, a few capture beats were missed, however there were no notes in the patient's chart relating to an injection in the patient's leg. The patient has been seen at the clinic since implant and has not mentioned the issue to their cardiac following physician. No further information is available and the system remains in service.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, high threshold measurements and a slight rise in impedance measurements were noted in this pacer dependent patient. The physician elected to send the patient home programmed at maximum outputs. The patient was admitted to the emergency room one and a half hours later and reported the device was not working. A device check found loss of capture and a temporary pacing wire was placed to ensure capture. Testing on the lead found the measurements within normal limits when programmed to unipolar and a connection issue with the proximal set screw was suspected. The patient was monitored overnight and when checked the next day by a field representative, the measurements were within normal limits. The device was left in the unipolar configuration and the patient will be monitored. There were no additional adverse patient effects reported.